Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a decrease in pain relief and change in parasthesia location. Reprogramming was performed and x-ray imaging was obtained to identify lead migration and one (1) disconnected electrode. A revision procedure was completed to replace the leads and anchors. During the revision procedure, the physician noted that the anchor sutures had broken. The patient was reporting sufficient pain relief and corrected parasthesia location following the revision procedure.

Manufacturer narrative:
Lead information: product description - evoke cap12 percutaneous lead kit - 60cm (us) part number - 102878, catalog number - 3008, lot number - 9017614485, manufacture date - 27 june 2024, expiration date - 27 june 2026, UDI/gtin - (B)(4).